Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels was over 500 mg/dl. The customer was treated high with syringes. Customer's blood glucose value was 466 and 328 mg/dl. The customer reported that they delivered to bolus and he got no delivery alarm. Troubleshoot was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal. Customer reports insulin exited at the qr. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer declined to check their settings. Customer was explained about the 2 high blood glucose rule. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The product was not returned for analysis.